Manufacturer narrative:
Neither the devices nor additional information is available from the research facility.

Event description:
It was reported, "the arthroplasty was revised due to loosening. The acetabular components were revised. The components were implanted in situ for 2.8 y." Note: medical records and x-rays were not provided to stryker for review.